Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of system revision due to pocket infection, discomfort, fever, swelling and vegetation on the aorta. Reportedly, the patient presented with a bacterial serratia. The patient was given intravenous antibiotics. No additional adverse patient effects were reported. The ICD was explanted. Due to the limited information received, further follow-up to obtain related details was not possible.